Event description:
The customer tested her blood glucose and received a reading of "hi" using her contour meter. She retested using another meter and received a reading of 281 mg/dl. The "hi" reading was off the chart, but the difference between the readings could fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.